Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The patient stated that his connection disconnected at some point during the night. The patient woke up to the hc alarming and was not connected to the hc. Gts had the patient cycle power to clear the error. Gts then advised the patient to contact their nurse in the morning for therapy recommendations. Product surveillance contacted the patient's caregiver who explained they were unsure how the patient became disconnected. The caregiver stated, the patient's nurse was notified and that they went for a visit. The patient was prescribed medication that they have to inject into the solution bags every evening. The caregiver stated they had not had any other significant problems since reporting the system error 2240. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.